Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately 6.5 years post implant, the patient stated that a recent ultrasound had revealed a partial blockage in the stent graft. The patient wanted to know what the treatment options might be. The customer service representative advised the patient that it would be best to discuss treatment options with the physician. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (stent graft occlusion). (Insufficient information; cause is unknown).